Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a system implant. Crosstalk was observed post dft after the device pocket was closed. The crosstalk measured approximately 3mv and inhibited pacing for 3 beats. The device will re-program and the patient will be monitored. No further information is available.